Event description:
It is reported that the pt stated possible allergic reaction to left knee implant. A revision surgery is planned.

Manufacturer narrative:
Evaluation summary: zimmer makes info available in the public domain related to the composition of zimmer metal implants. A definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.